Event description:
A doctor reported that a monofocal intraocular lens (iol) would not lay flat. The lens had patient contact. It was indicated that vitrectomy and incision enlargement were required, and sutures used. The procedure was completed using the same lens model. The patient is doing fine. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. (B)(4). Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section e1: initial reporter first/given name: unknown/ not provided. (B)(4). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 -unplanned vitrectomy, incision enlargement & sutures. Section h6- health effect - clinical code 4581: no code available (incision enlarged). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.